Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pin of the low voltage lead was bent and no connection was possible. The lead was explanted and replaced. Since the initial introducer sheath was already slit, an additional puncture of the subclavian vein was required. No patient complications have been reported as a result of this event.